Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at a dose of 736.2 mcg/day via an implantable pump. It was reported that the patient presented to the ed [emergency department] with an alarming pump possibly due to motor stall and was showing signs of withdrawal. The pump was interrogated and a motor stall alert was shown on the programmer. It was indicated that the manufacturer representative was instructed to put the pump into minimum rate to avoid overdosing as the patient was prescribed oral baclofen, as the motor stall had been occurring for quite some time. The manufacturer representative was informed that this wasn¿t the first time of motor stall per the logs. It was reported that nothing had changed with the patient¿s environment or external factors that could have contributed to the issue. The pump was replaced on (B)(6) 2020 and the issue was resolved. It was indicated that the pump would be returned. At the time of the report the patient status was alive without injury. No further complications were reported or anticipated.

Event description:
Additional information was received from a foreign manufacturer representative. Logs showed: motor stall on (B)(6) 2020 at 07:55 recovery on (B)(6) 2020 at 05:34 motor stall on (B)(6) 2020 at 10:45 it was reported that the pump was implanted on ¿2012-jul-17¿ [conflicting with the device mfg. Date of 2015-feb-28].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.